Manufacturer narrative:
Results pending completion of evaluation and root cause is still under investigation. Additional information follow-up will be submitted when the following information becomes available: this device is currently registered under procode bxb as indicated. This device is currently pending 510(k) approval under procode phl. Relevant tests - as device is pending return to USA headquarters. Method, evaluation results and conclusion - as device is pending return to USA headquarters and root cause is still under investigation. Remedial action - root cause is ongoing.

Event description:
During straight walking, the upper left leg structure became separated from the device during the therapist session. The patient was lowered into a chair and was safely removed from the device by the physical therapist who was walking with the patient. The patient sustained no injuries and no medical follow-up or intervention was needed. No therapists or third persons have been affected or injured.

Manufacturer narrative:
Root cause was the abduction and adduction forces experienced by the leg assembly produced stresses higher than the design stress of the uddl. The device had over a million steps. Remedial action: redesign uddl to lower the peak stresses without changing overall stiffness to extend durability beyond service life. Since this failure mode represents a low risk of injury the corrective actions will be made at the next routine service period.

Event description:
This event did not lead to an injury and there have been no injuries reported since the MDR was filed.